Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique, which resulted in peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, loose bowel movements and a fever. The patient was hospitalized for the event two days after the onset. The patient was treated with vancomycin and amikacin (doses, frequencies and routes were not reported). The patient was retrained on aseptic technique. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.